Manufacturer narrative:
There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states "loosening, bending, cracking or fracture of the orthopaedic screw, intramedullary nail, plate, and screw-plate combination or loss of fixation in bone attributable to nonunion, osteoporosis, markedly unstable comminuted fractures."

Event description:
It was reported that patient underwent ankle fracture repair procedure on (B)(6) 2011. Subsequently, during a planned revision procedure on (B)(6) 2012, the surgeon noted that a cannulated screw had fractured. Review of radiographs indicated that the screw had fractured around nine months after the initial procedure.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of explanted device noted fracture artifacts suggesting multiple fracture initiation points. The artifacts did not suggest a conclusive reason for fracture.